Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was experiencing driveline fault alarms on the system controller. The alarm was cleared, but the alarm reoccurred. Three days later the manufacturer¿s technical services representative conducted a percutaneous lead (lead) evaluation where it was determined that the yellow wire was broken. An attempt was made to repair the external portion of the lead where the break was suspected to be. During the repair process, when the new lead portion was partially attached, the pump did not turn on as expected and it was concluded that the break in the yellow wire was internal. The patient was immediately placed back on the original lead and power was restored. A decision was made to perform a pump exchange to resolve the issue with the broken internal wire. On (B)(6) 2014, the patient underwent a pump exchange from one lvad to another lvad.

Manufacturer narrative:
Approximate age of device: 23 1/2 mos. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(4).

Event description:
Additional information was received from the intermacs registry stating: determined to have internal driveline fracture after thoratec staff out to attempt external dl repair.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The evaluation of the returned lvad pump confirmed internal driveline wire damage that would have contributed to the reported event. The pump was returned assembled with the driveline cut approximately 5¿ from the pump housing and the distal portion of the driveline was returned in separate sections measuring 10¿ and 24.5¿, respectively. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Upon return of the pump, the driveline was tested for electrical continuity in the condition that it was received and revealed that the yellow wire produced an open circuit at the pump-end. Visual inspection of the pump¿s nipple housing revealed that the yellow wire was completely fractured, exposing the inner conductors; the yellow wire redundantly supports motor phase 1. The observed wire damage appeared to be the result of repetitive flexing. Abrasions to the insulation of the remaining wires were noted, but the remainder of the driveline was otherwise unremarkable. If the exposed conductors of the yellow wire contacted the braided shield while operating on a tethered power source, the resulting short to ground also would have resulted in an alarm. No further information is available. The manufacturer is closing its file on this event.